Manufacturer narrative:
Internal complaint reference: (B)(4). Comparison of intramedullary nail fixation of femoral intertrochanteric fractures with or without traction in supine or lateral positions, first affiliated hospital, bengbu medical college. D01: 10.3977/j.issn.l005-8478.2021.06.02.

Event description:
It was reported that on literature review "comparison of intramedullary nail fixation of femoral intertrochanteric fractures with or without traction in supine or lateral positions", one (1) patient from the lateral group suffered from deep vein thrombosis of the lower extremity. It is unknown how the event was treated. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per subsequent e-mail, this complaint was sourced from literature review and no further information is available. Consequently, without the requested clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.